Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stenting procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted over a non-bsc guidewire and resistance was met when advancing the device out of the endoscope. It was noticed that the suture of the device was tangled in the elevator of the endoscope; this was thought to cause the resistance met during advancement through the scope. The suture did not break and no damage was noted to the device. The device was removed and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the event of guide catheter broken. The delivery system was returned for evaluation. The stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The outer diameter of the push catheter was measured and found to be within specification. The guide catheter was stretched and broken. The broken piece of the guide catheter was returned loaded with a guidewire; the guidewire could not be removed due to the stretching of the guide catheter. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the procedure. The torn suture hole indicates the suture encountered tension during the procedure. It is most likely that interaction of the device with the endoscope (i.e., the suture entangling with the elevator of the scope) caused difficulty when maneuvering the device and lead to the noted damages. Therefore the most probable root cause for this event is caused by another device. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.